Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported unstable stent was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily tortuous and heavily calcified anatomy resulting in the reported failure to advance and unstable stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a heavily calcified and tortuous mid left circumflex coronary artery intervention, resistance was met with the anatomy while advancing the 3.5 x 08 mm xience alpine stent delivery system (sds) to the lesion and the stent moved proximally on the sds balloon, but remained on the sds balloon. The device was removed without issue. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.